Manufacturer narrative:
(B)(4). Results: eval for the returned product shows the alarm battery spring attached to the red battery wire is not seated properly therefore makes contact with the springs across from it. The alarm case is damaged on the bottom right corner and near the battery compartment. When tested the alarm did not power on with new batteries. The alarm does power on with a power supply. (B)(4).

Event description:
Customer reported that the spring in the battery compartment is missing. There was no pt incident or injury reported. Eval for the returned alarm shows the battery spring attached to the red battery wire is not seated properly.